Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing pain at the generator site. The generator site is also inflamed, and the pain is a burning sensation. Diagnostics are within normal limits. The physician has ordered x-rays for patient and managing neurologist did not see any identifiable issues. X-rays were reviewed. Based on the images provided, the cause of the patient¿s pain and edema at generator site cannot be confirmed. No sharp angles or gross discontinuities were identified in the visible portion of the lead. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. Additional information was noted that the pain and inflammation was due to infection at generator site. Intervention in the form of nsaids were taken for patient comfort. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional information has been received to date.